Event description:
It was reported that during the surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, v95u8a, and no non-conformances were identified. Manufacturing date: 09/19/2021, expiration date: 08/31/2024.